Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) clinical study. It was reported that stent thrombosis occurred and the patient died. In (B)(6) 2015, the patient presented with a history of chest discomfort rated 4 out of 5, with increased frequency and intensity over the last several days associated with shortness of breath and inappropriate fatigability. The following day, the patient was enrolled into the platinum diversity. The patient was found to have patency of the left internal mammary artery (lima) to the left anterior descending (lad) artery, patency of the radial graft to the posterior descending artery. The target lesion was located in the 2nd obtuse marginal (om) artery with 99% stenosis and was 6mm long with a reference vessel diameter of 2.5mm. The 2nd om was a very tortuous vessel and it had a previous crush stent in the proximal portion. The patient received rotator blade therapy of the left main coronary artery (lmca) with a 1.5 bur for the crush stent proximally. The target lesion was treated with pre-dilatation and a 2.50x8mm promus premier everolimus-eluting platinum chromium coronary stent. Post-dilatation was performed with 0% residual stenosis. On the same day, the patient experienced a myocardial infarction. The location of the myocardial infarction (mi) was not identifiable and no action was taken. The mi was considered resolved on the same day. The following day, the patient was discharged; discharge medications included clopidogrel. Four days post index procedure, the patient presented to the emergency room (ER) with third-degree heart block, hypotension, and cardiac shock, and was admitted to the hospital for cardiogenic shock which required intervention. In the ER, the patient was intubated and put on an external pacemaker. Electrocardiogram (EKG) showed paced rhythm. The consulting physician's impression was that the patient was "most likely admitted with acute stent thrombosis of the 1st om or possibly the site of previous rotablator, which was proximal circumflex (cx) and distal left main." The following day, the patient was brought to the catheterization lab intubated and unresponsive for re-evaluation of the coronary stent in the 1st om. A temporary pacer was placed on the right ventricle, at which point it was noted that the cardiac silhouette was a standstill. The patient was paced and cardiopulmonary resuscitation (CPR) was initiated. The patient was treated with intravenous epinephrine as well as atropine, but the patient's heart rate was not reinitiated. The right femoral artery was cannulated, but the wire was unable to cross the area of stenosis in the right external iliac and therefore, the physician could not confirm that the patient's condition was due to acute stent thrombosis of the 1st om. On the same day, at 00:25, the patient was pronounced dead due to cardiogenic shock secondary to asystole. An autopsy was not performed.